Event description:
PICC line was inserted by physician assistant (pa) into patient's right cephalic vein (under normal sterile conditions and procedure per protocol) and confirmed with x-ray. Introducer removed and guide wire pulled out. Pa was then unable to disconnect the guide wire port from the catheter port, even with multiple attempts by 2 providers. A hemostat was then used to remove this piece. Catheter was found to be clotted by the time the port was removed and unable to be flushed. Line had to be removed.